Event description:
The customer reported the 12 lead ECG cables are giving a false reading. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the 12 lead ECG cables are giving a false reading. There was no reported adverse pt impact. The philips tech evaluated the device and ECG cables and found the trunk cable had an intermittent connection. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing.